Event description:
It was reported during implant procedure, the impedance on the ventricular lead was not at an acceptable value for the physician. A new lead was replaced and patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.